Event description:
It was reported that the tracheobronchial stent graft would not deploy. There was no report of injury to the pt. No additional information is available from the user. New information: the returned sample revealed a partially deployed stent graft and a broken outer catheter.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product. The device was found to have met specifications prior to shipment. No manufacturing anomalies were identified that may have caused or contributed to the reported event. This is the first event reported for this lot number to date. The device was returned for evaluation. The stent graft was found to be partially released and outer sheath of the delivery system was torn off and elongated in the area of the catheter reinforcement. The condition of the sample (torn off outer sheath/partially deployed stent graft) leads to the conclusion that very high friction forces affected the system, which made stent graft deployment difficult and finally resulted in the damage to the outer sheath. This event may have been associated with anatomic conditions of the pt or insufficient flushing procedure. However, based on the information available, a definitive root cause for the reported issue could not be determined. The instructions for use (IFU) states: the stent graft lumen must be flushed before introduction of the delivery system. As no information of the performed procedure was available it could not be determined if the intended treatment of the product was according to the IFU. The fluency plus tracheobronchial stent graft is indicated for the treatment of tracheobronchial strictures.